Event description:
It was reported that episodes of noise were noted on the device. The device was also reported to have had sensing issues in the past. The device remains in use and will be monitored closely. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.